Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion." According to the customer: "pump received from the haematology ward with a reported under infusion. The reporter (principal clinical engineer in the hospital) has stated that he tested the pump and is delivering accurately through ida. Additional information received by phone on (B)(6) 2022: the reporter (principal clinical engineer in the hospital) is waiting to receive an incident report to get the details regarding the issue. However he said that the infusion had been set up for 300mls over 2 hours, but when the 2 hours were up, approximately half of the bag was left. The infusion had to be started again & run for another hour. This was approximately a 50% error in the infusion rate."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400561502. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 26655. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. On 2022-06-20 at 12:37 a space line was inserted, and the infusion started with a rate of 150ml/h and a volume of 300ml. At 01:29 pm an air rate alarm occurred. A line change was performed, and the infusion started again. At 02:29 pm the vtbi near end alarm occurred and the infusion was stopped. At this time, 297,69ml was infused. No other abnormalities were found. The reason for the air rate alarm could not be clarified. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device is in a clean state and no visible damage can be located. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,51 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,28 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,99 bar (should be: 1,8-2,5 bar). Pmin: is: 1,70 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,87 bar (should be: >1,0 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,11%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.